Event description:
Patient had an intertroch fracture treated at another facility with a smith and nephew trigen intertan nail which fatigued and broke only after a few weeks and required revision with a synthes tfna. FDA safety report ID # (B)(4).